Event description:
According to the reporter, during laparoscopic choledocholithotomy, device was not used due to deformed part. It was difficult to set in the outer cylinder.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection noted; the threaded anchor, obturator, insufflation port and envelope seal all appeared intact. The cannula was not received. An air leak test could not be performed due to the missing cannula. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.